Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part number: 03.120.040. Lot number: 91p5040. Manufacturing site: (B)(4). Release to warehouse date: march 02, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the guiding block and the locking attachment plate got stuck and were not come off during assembly for demonstration. Also, the guiding block came off eventually. As well as the connecting screw also came off at the same time. The tip of the screwdriver which was used to lock the upper part of the connecting screw had been chipped off. The screwdriver was unable to grasp the upper part of the connecting screw. These devices and implants were prepared for demonstration in study meeting. These events don't include any patients. No further information is available. This complaint involves six (6) devices. This report is for (1). Drill sleeve for 2.8mm drill bit. This report is 3 of 6 for (B)(4).